Manufacturer narrative:
Device was received with intermittent button response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response. Device was received with a missing display window cover and broken belt clip rails. Device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and unresponsive keypad buttons. Insulin pump had to press some buttons multiple times before it respond. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.